Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, white display, or display anomaly noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored for a day and no grey display, white display, or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had screen became white suddenly. The customer's blood glucose was unknown at the time of incident. The customer reports that they performed self test and there was no problem but the event recurred. The insulin pump will be returned for analysis.